Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was contamination with bd bactec¿ plus aerobic/f culture vials (plastic). Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: customer suspects contamination of the bactec fx vial by sphingomonas because the isolates do not match the patient's clinic. Bactec plus aerob plastic bottle / f 50 / pk - lot 1061234. Were any erroneous results reported? No. If so: was there any patient impact - were patients treated based on the erroneous results? No.

Manufacturer narrative:
H6: investigation summary: bd was unable to reproduce the customer¿s experience with the bactec. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. Complaint is unconfirmed based on retention samples and batch history record review. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that there was contamination with bd bactec¿ plus aerobic/f culture vials (plastic). Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from portuguese to english: customer suspects contamination of the bactec fx vial by sphingomonas because the isolates do not match the patient's clinic. Bactec plus aerob plastic bottle / f 50 / pk - lot 1061234. Were any erroneous results reported? No. If so - was there any patient impact - were patients treated based on the erroneous results? No.